Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to the aus has stopped functioning and incontinence returned. The physician presumed that atrophy of the urethra had caused the malfunction. All components were removed and replaced. The patient had a good outcome.